Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was 532 mg/dl. The customer addressed the elevated blood glucose and occlusion with a manual dose injection and switching to a back up insulin pump.